Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems, fistula, recurrence, dyspareunia and vaginal scarring. It was futher reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transabdominal excision of the uterine cervix, sacral colpopexy, paravaginal repair and posterior repair due to complete procidentia of the uterine cervix and intrinsic sphincter deficiency.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent excision of mesh on (B)(6) 2010 due to mesh erosion. No additional information was provided.